Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inability to increase amplitude. X-rays revealed the patient¿s lead at t-12 vertebral level was fractured. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s fractured lead with a new model. Postoperatively, effective therapy was restored.